Event description:
Regulatory agency reported late seroma and bia alcl diagnosed by puncture. Histopathological markers have not been reported to confirm. Device remains implanted.

Manufacturer narrative:
Reporter: unknown(redacted). Reporting entity: (B)(6). Phone:(B)(6) . Email: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lynphoma-alcl-suspected (no histopathological markers provided.)

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1643773 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation this code is classified as a medical event; also, according to the procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h6, h.11.

Event description:
Healthcare professional reported left side late seroma and bia alcl diagnosed by aspiration cytology. Histopathological markers cd30+ and alk- and staging reported as t1 n0 m0. Device has been explanted.

Manufacturer narrative:
Date of alcl diagnosis : (B)(6) 2023. Bia-alcl confirmed by information sent from bfarm, indicating cd30+ and alk- histopathological markers were tested and confirmed.

Event description:
Regulatory agency reported left side late seroma and bia alcl diagnosed by aspiration cytology. Histopathological markers cd30+ and alk- and staging reported as t1 n0 m0. Device has been explanted.